Event description:
When physician was placing the tube into pt's lacrimal duct, the tube came off the probe. Procedure attempted with three separate tubes. Procedure was aborted due to malfunction of equipment.